Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 20, that did not occur during cartridge loading and had also happened with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use existing pump while planning to rely on alternate insulin delivery if needed, and technical support arranged for pump replacement and discussed an out-of-warranty loaner pump option because pump warranty had expired.